Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Event description:
The mount was not properly screwed to the implant and fell to the ground. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). H10: additional narrative: zimvie did not receive one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 1284742. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284742 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined was likely improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event/coob is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.